Manufacturer narrative:
This report is to correct the product code in section d2 of the MDR form. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. Tip of the instrument broke during a procedure. No more information on the case available. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tip of lap grasper broke during procedure. No mention of patient harm, and the facility has thrown the instrument away, so it cannot be brought in for evaluation.